Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. Heater failure was isolated to all 4 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance replace heater. Heater was replaced. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the during functional verification the arctic sun device would not heat past 28c. The inlet pressure was -7.0 flow, 1.8 heater was 100%. Circulation pump commend was 49%. The device would still not heat past 18-20c. They checked level sensor as well. Device would be returned to the depot under warranty repair device was serviced for 2k pm on 08/2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during functional verification the arctic sun device would not heat past 28c. The inlet pressure was -7.0 flow, 1.8 heater was 100%. Circulation pump commend was 49%. The device would still not heat past 18-20c. They checked level sensor as well. Device would be returned to the depot under warranty repair device was serviced for 2k pm 08/2023. Per additional information via phone on 27dec2023, they confirmed no patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during functional verification the arctic sun device would not heat past 28c. The inlet pressure was -7.0 flow, 1.8 heater was 100%. Circulation pump commend was 49%. The device would still not heat past 18-20c. They checked level sensor as well. Device would be returned to the depot under warranty repair device was serviced for 2k pm 08/2023.